Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that their new implantable neurostimulator (ins) had a lack of therapeutic effect and they were experiencing ongoing incontinence symptoms since the new ins was implanted. The patient asked which program and amplitude would give them therapeutic effect. The patient was advised to consult with a doctor for more information. The patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor. Additional information was received from the patient on (B)(6) 2017. The patient reported that since the procedure in (B)(6) 2016 his device has worked only a little or not at all. The patient noted that no one has contacted them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.